Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Product was provided for investigation. A visual inspection was performed and passed. A functional test was performed and passed. A bluetooth pairing test was performed and passed. A data review was performed and passed. Customer complaint was not confirmed and probable cause could not be determined.